Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. Continued h.6. Type of investigation code: a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additionally, the healthcare professional reported injecting the patient with 2.8 cc. One day to a week later, the patient experienced the event on the ¿left cheek, only along the cheekbone. The event is possibly device related, with the etiology noted as ¿warm, tender, tout plaque along cheekbone.¿ three days after the bactrim treatment, a CT scan with contact was performed, with the finding noted as ¿abscess on cheekbone, no orbital involvement," and the patient was given clindamycin. That day, a CT scan with contact was performed, with the finding noted as ¿abscess on cheekbone, no orbital involvement.¿ two weeks later, the patient was treated with the incision and draining and was treated with 2 vials of hylenex and another incision and drainage 3 days later. The patient was getting better but the area started to swell back up 12 days later, with the area was "hot and red skin was firm. T wo days later, the patient was injected with 4 vials of hylenex along with 5fu and ilk (kenalog) injections. The event is ongoing.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2201, f23. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the cheeks with juvéderm® voluma¿ xc. The patient reported that the left side ¿had an abscess and eye swelling to the point [the patient¿s] eye was closed shut. The patient initially reported it occurring the next day but later stated that it slowly developed up to a week after. The patient was treated with bactrim with no improvement. The patient then visited the ER and was prescribed oral clindamycin qid. The patient was improving but the swelling returned. The patient returned for incision and draining treatment, hyaluronidase, and culture check. Event is ongoing.